Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 18-june-2024. Blood glucose level was high at the time of event and was hospitalized. Event occurred after three hours of insertion. Insertion site was at upper buttocks. Patient changed supplies as necessary and resumed insulin therapy. No further information available.